Event description:
Md was performing preparing a patient for a breast biopsy. The needle was inserted and then lidocaine was inserted. During the pulling back of the needle, the needle broke off and was retained in the patient's breast.